Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported keypad malfunction numerous keys do not work on keypad which was reproduced and found the issue attributable to failure of 4, 5 and 6 keys. The reported condition was verified. The cause was determined to be failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had numerous keys that did not work. The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.